Manufacturer narrative:
Zoll has not yet received the solex 7 catheter in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During patient treatment, the solex 7 catheter (lot # unknown) was inserted into the right internal jugular vein. After an unknown period, during the cooling phase of the treatment, the saline bag was noticed empty. There were no signs of fluid on the floor or near the patient's bed. A catheter leak was suspected. Per the reporter, the catheter will be removed and temperature management treatment will be continued with surface cooling. The patient's status information was requested but the customer did not provide a response, therefore the patient's status is unknown.